Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. On (B)(6) 2023, during a routine follow-up, the device was found to have embolized. Percutaneous device retrieval was attempted but was unsuccessful. On (B)(6) 2023, surgical intervention was required to successfully explant the watchman device. The patient has fully recovered.

Manufacturer narrative:
B2: outcomes attrib to adv event - updated with note of death. B2: date of death- updated to include the date of the patient death. B5: describe event or problem - updated to include additional information on death. B7: other relevant history - updated with medical history of patient. G1: MFR contact first name, MFR contact last name, MFR contact phone number, MFR contact email - updated h6: impact codes- updated to include death and blood transfusion. H6: patient codes- updated to include adverse events following the embolization of the watchman device.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. On 27feb2023, during a routine follow-up, the device was found to have embolized. Percutaneous device retrieval was attempted but was unsuccessful. On (B)(6) 2023, surgical intervention was required to successfully explant the watchman device. The patient has fully recovered. It was further reported that following the embolization of the watchman device, the patient had an iliac dissection and a significant drop in blood pressure likely due to bleeding. Angiography showed active bleeding from the perforation distal to the hypogastric takeoff around where the watchman device was located. Covered stents were placed without resolution of the bleeding and the patient was found to have an occlusive dissection in the right iliac. Angiography revealed an aortic perforation as well. The patient was taken to the operating room after an exclusion balloon was placed. An aortic stent graft was placed, and the patient had a left to right femoral-femoral bypass performed. The patient received a total of 18 units of packed red blood cells, 2 platelets, 10 packs of cyro, and 4 fresh frozen plasma. The patient was intubated. The patient later died on (B)(6) 2023.